Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. (B)(4). Further investigation was initiated to address the reported issue. Examination of device from manufacturer inventory concluded root cause of the event was most likely attributed to overtightening of the jig bolt to the nail. Investigation concluded no further actions necessary. Remains implanted.

Event description:
During a tibial fixation procedure, the targeting jig would not line up with the nail. The surgeon used free hand technique to complete the procedure without a significant delay.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Review of actual device¿s history records found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned distal proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event was the manufacturing nonconformance that was exacerbated by over-tightening of the nail to the jig bolt.